Event description:
Attorney reported: in 2003--the patient underwent a hernia repair with placement of a recalled composix kugel mesh patch. In 2006--the patient underwent surgery to repair a recurrent hernia. It was noted that the hernia came just below the upper edge of the previously applied mesh before which also indicated a fracture of the old mesh cage. A non recalled composix kugel mesh patch was applied. In 2008--the patient underwent removal of the previously placed composix kugel mesh patch. It was noted that the plastic wire had eroded through the abdominal wall. The mesh was described as "rolled up" and "wrinkled". (The report does not indicate which of or if both mesh patches were explanted.) The patient continued to experience abdominal pain and discomfort after his multiple hernia surgeries. The patient has suffered and will continue to suffer physical pain and mental anguish. The report does not indicate which mesh was the cause of the abdominal wall erosion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the recalled composix kugel mesh implanted in 2003, will be reported in accordance with rae.